Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that vessel occlusion is a potential complication which may be encountered during all catheterization procedures.

Event description:
The following was published online in the journal circulation: cardiovascular interventions on 18 march 2014 (doi: 10.1161/circinterventions.113.000978.) And referenced in the international journal of cardiology in a letter to the editor on 5 october 2014 (doi: http://dx.doi.org/10.1016/j.ijcard.2014.09.164 , 0167-5273/ 2014 elsevier ireland ltd.): two hundred patients with stable chest pain underwent coronary angiography for clinical indications, and were included in the study based on results that included the presence of epicardial vessels of greater or equal to 2.25mm in diameter with greater than or equal to 30% by visual estimate. Ffr was performed with a pressurewire to assess all epicardial vessels or major branches of greater than or equal to 2.25mm in diameter, which had thrombolysis in myocardial infarction 3 flow, regardless of whether these other vessels had a stenosis of greater than or equal to 30% or not. In one patient, the operator crossed a tightly stenosed lesion in the right coronary artery with the pressurewire, but the vessel subsequently occluded, leading to an emergency percutaneous coronary intervention and a troponin rise to 5.88 mcg/l. No additional information was available.